Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Customer¿s blood glucose was 100 mg/dl. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
B3.